Event description:
High impedance was observed during a periodic review of the in-house programming history database.

Manufacturer narrative:
No additional relevant information have been received to date. No known surgical interventions has been reported to date." This information was inadvertently left off of the initial MFR. Report.

Event description:
No additional relevant information has been received to date. No know surgical intervention has been reported to date.